Manufacturer narrative:
The customer¿s report that the pcea tubing leaked at the patient hub connection site (male luer) was confirmed. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, fractures, kinks, holes, and tears in the tubing and its components. A residual clear, colorless liquid was present within the set. No anomalies or evidence of damage on the set or components were observed upon initial visual inspection. Functional testing was performed and small droplets were observed at the engagement between the tubing and the inlet port of the male luer ¿patient hub¿. Pressure testing resulted in the set leaking at the noted leak location. No other leaks were observed. Further observation under microscope revealed some solvent anomalies that seemed more evident along the area of the yellow stripe of the microbore tubing. The root cause is improper solvent application due to inadequate maintenance of the solvent dispenser and an improper holding time. This creates an inadequate interaction at the affected engagement that can lead to leaks after sterilization.

Event description:
It was reported that the pcea tubing leaked unspecified fluids at the patient hub connection site. Although requested, there are no additional patient or event details available at this time.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the pcea tubing leaked unspecified fluids at the patient hub connection site. Although requested there are no additional details provided at this time.